Event description:
They had tried to access using the zilver 635 to above the stricture target location in cbd. However, the zilver 635 couldn't access the stricture. Device was evaluated on the 28-mar-19 and the flexor was kinked. MDR precedence applicable.

Manufacturer narrative:
PMA/510(k) # = k163018. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). The zilbs-635-10-8 device of lot number c1351250 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 28mar2019. Damage was observed on the distal white tip. The flexor was also kinked which is a related failure mode. Prior to distribution all zilver 635 vascular devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records (c1351250) revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1351250. There is evidence to suggest that the customer did not follow the instructions for use (ifu0065-1). The IFU states ¿the delivery system accepts a .035 inch wire guide.¿ a visiglde 0.025 angled tip was used. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to incorrect wire guide, as the device was not supported during advancement. There is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
They had tried to access using the zilver 635 to above the stricture target location in cbd. However, the zilver 635 could not access the stricture. Device was evaluated on 28-mar-19 and the flexor was kinked. MDR precedence applicable.

Manufacturer narrative:
PMA/510(k) # = k163018. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Device evaluation the zilbs-635-10-8 device of lot number c1351250 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on the 28mar2019. Refer to attachments (B)(4)_lab attendance and (B)(4)_lab evaluation notes for lab attendance and notes. The returned device lab examination findings and observations can be referred through attached photos (ref att. (B)(4)_lab_decon evaluation photos'). Damage was observed on the distal white tip. The flexor was also kinked which is a related failure mode. Document review prior to distribution all zilver 635 vascular devices are subject to visual inspection and functional checks to ensure device integrity as per fqc0180. These inspections and functional checks are outlined in internal procedures in place at cirl (d00059766(qsi0943) rev. 058, d00055237((B)(4))rev.05. A review of the relevant manufacturing records (c1351250) revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1351250. There is evidence to suggest that the customer did not follow the instructions for use (ifu0065-1). The IFU states ¿the delivery system accepts a .035 inch wire guide.¿ a visiglde 0.025 angled tip was used. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to incorrect wire guide, as the device was not supported during advancement. Summary: there is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) # = k163018. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
They had tried to access using the zilver 635 to above the stricture target location in cbd. However, the zilver 635 couldn't access the stricture. Device was evaluated on the 28-mar-19 and the flexor was kinked. MDR precedence applicable.